Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The device passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime, no delivery, and motor tests. No motor error alarms or no delivery alarms were noted. The device had cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call, the insulin pump was alarming motor error and no delivery alarms. Customer also mentioned she was hospitalized on (B)(6) 2014 due to high blood glucose, over 600 mg/dl. Customer was dehydrated and went into diabetic ketoacidosis. Customer was wearing the device during the hospitalization. She was released on (B)(6). Troubleshooting was performed for motor error. Customer blood glucose was 22 mg/dl. Alarm occurred during the night after a no delivery alarm. Customer does not use the sensor feature and was able to complete the rewind process. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.